Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that all labels including serial numbers on a spectrum iq pump were removed. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did identify any abnormalities that could have contributed to the reported condition. During functional testing all external labels have been removed including serial numbers, and need replacement. Occurred through troubleshooting of the device. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation observed and found that the load point 1 label, certification (ul) label and power and bolus label were missing. The cause of the condition was determined to be missing labels. The load point 1 label, certification (ul) label and power and bolus label requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.